Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: device history lot - part # 02.211.040ts, lot # 5l20063, manufacturing site: (B)(4). Release to warehouse date: 20 jun2019, expiration date: 01 jun2024, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 02.211.040, non-sterile lot # h862338, manufacturing site: (B)(4). Release to warehouse date: 26 mar2019, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported that on (B)(6) 2021, while removing the implants, a complication was occurred due to soft tissue irritation. This report is for one (1) va locking screw stardriveâ® ã 2.7 mm (he. This is report 6 of 7 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: device history lot - part # 02.211.040ts, lot # 5l20063, manufacturing site: (B)(4). Release to warehouse date: 20 jun 2019, expiration date: 01 jun 2024, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance were identified. Non-sterile part # 02.211.040, non-sterile lot # h862338, manufacturing site: (B)(4). Release to warehouse date: 26-mar-2019, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, while removing the implants, a complication was occurred due to soft tissue irritation. This report is for one (1) va locking screw stardriveâ® ã 2.7 mm (he). This is report 6 of 7 for complaint (B)(4).